Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the o2 ring in the unit's water trap housing. Unit was safety tested and calibrated to factory's specifications. (B)(4). (Exempt #e2015032).

Event description:
Customer reported an issue with the gas module iii, which may have affect gas monitoring. No patient injury was reported.